Manufacturer narrative:
The reported event of no pacing output was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including header evaluation, output verification, and capture tests did not identify any functional issues. Longevity assessment found the device was operating at beginning-of-life voltage with appropriate remaining longevity.

Event description:
During attempted implant, failure to pace was observed on the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.